Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient reported experiencing additional pain. During a refill appointment, it was observed that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The physician performed a catheter access port (cap) dye study and observed a catheter kink. The catheter was repaired during a revision surgery. After the surgery, the patient was admitted to the hospital displaying signs of overdose. The physician believes the patient had an adverse reaction to the prescribed pump therapy medication dosage. The physician reported that the pump flow rate will be programmed to 0.0 mg/day.